Manufacturer narrative:
(B)(4). User medwatch number: mw5072552. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during preparation, when the device was taken out of the packaging, it was noted that the sheath was torn and a wire of the basket was broken, but remained attached. The device was not introduced into the scope & was not used on the patient. The procedure was successfully completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".